Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the main screen went black when sending the arm to the first trajectory, although the system remained powered on. Upon checking the task manager, it was observed that the guidance system's software was not running. After performing a hard reboot, the manufacturer representative (rep) re-registered the patient and the surgeon continued with the surgery. However, trajectories 1 and 2 on the screen continued to flicker in and out, which made navigation challenging. This was a t3-to-pelvis fusion case, and there was a medial breach at the right l2, potentially due to significant tissue pressure. Eventually, the surgeon switched to the medtronic navigation system which resulted in a 2-hour delay to the surgery. There was no impact to patient's outcome.. Additional information was received. It was reported that the deviation was less than 3.5 millimeters (mm).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit1378-06, s oftware version: 5.1.2. H6) multiple annex a codes were applied to capture this event. A0908 captures the medial breach, a110208 captures the main screen going black, and a11 captures the screens flickering and software not running. H3, h6) the system was serviced in the field. In summary, no faults were found and the issue was unable to be replicated. Codes b01, c19, and d14 are applicable. H6) software data was received and analysis confirmed the reported event. An unexpected exit was found after exiting the review screen and as a result, this issue was identified as a software anomaly. Additionally, it was reported that " there was a medial breach at the right l2". No medial skiving potential was detected during planning, and a slight shift was observed for l2 in the registration when comparing the CT with the flouro in lt view, which may have contributed to the deviation. Furthermore, it was possible that soft tissue contributed to the reported medial breach, as it was noted to be "potentially due to significant tissue pressure," which could have pushed the instruments medially. However, no intraoperative images were provided to confirm the reported deviation. Codes b01, c10, and d18 are applicable to the software analysis confirmation. Codes b01, c19, and d15 are applicable for the deviation software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.